Manufacturer narrative:
Na. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 23 oct. 2024, a 30-25mm amplatzer talisman pfo occluder was successfully implanted using a 9f trevisio delivery system (ds). Following implant, the device embolized into the superior vena cava (svc). Access was upsized to a 14f venous sheath and a 30mm goose neck snare was used to retrieve the embolized device. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The medical team suspected unusual cardiac anatomy and opted to bring the patient back to have the defect occluded under transesophageal echo (tee). On 13 feb. 2025, the defect was occluded, treating it as an atrial septal defect (asd) and using 9-asd-012 (lot 10527025) delivered via 8f trevisio delivery system. The defect was found to be an unroofed pfo compounded with a 15mm x 7mm asd, which explains why the 30-25mm amplatzer talisman pfo occluder embolized. The medical team opted to not balloon size the defect. The patient is doing well and was discharged later in the day. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient is stable.

Event description:
It was reported that on (B)(6) 2024, a 30-25mm amplatzer talisman pfo occluder was successfully implanted using a 9f trevisio delivery system (ds). Following implant, the device embolized into the superior vena cava (svc). Access was upsized to a 14f venous sheath and a 30mm goose neck snare was used to retrieve the embolized device. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The medical team noted that the patient had a pfo with an asd over it, so they opted to bring the patient back to have the defect occluded under transesophageal echo (tee). On (B)(6) 2025, the defect was occluded, treating it as an atrial septal defect (asd) and using 9-asd-012 (lot 10527025) delivered via 8f trevisio delivery system. The defect was found to be an unroofed pfo compounded with a 15mm x 7mm asd, which explains why the 30-25mm amplatzer talisman pfo occluder embolized. The medical team opted to not balloon size the defect. The patient is doing well and was discharged later in the day. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient is stable.

Manufacturer narrative:
It was reported that following pfo implant the device embolized into the superior vena cava. Also reported that the medical team suspected unusual cardiac anatomy and opted to bring the patient back to have the defect occluded under transesophageal echo; the defect was found to be an unroofed pfo compounded with atrial septal defect. The defect was occluded using asd. Field indicated that there was a pfo with an asd over it, and the final occluder covered both defects. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. The reported intervention was a result of case-specific circumstances as the embolized device was snared and removed. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.